Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to the emergency department (ed) with an open incision, and the pacemaker was visible. An infection was also noted, the cause of the infection was unknown. The pacemaker, right ventricular (rv), and right atrial (ra) leads were explanted and replaced with leadless pacemaker system. The patient's condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
New information noted that there was no indication and/or allegation that the infection was due to the pacemaker or leads and related procedure.